Event description:
It was reported that the system 9600+ was displaying an iris pot error preventing proper operation. There was o adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The collimator was adjusted and the error corrected. The system was tested and found to be working as intended and placed back into service.